Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g2, g3, g6, h2, h3, h6, h11. The product involved in the reported event was returned for investigation. Visual evaluation showed that the retaining spring inside the mechanism appears to be fractured at one end, rendering the slap hammer unusable. Not all portions of the spring were returned; however, no debris was reported to have fallen or remained in the patient. The product shows signs of use, including dings and scratches on the tip and slap-hammer segment, consistent with its time in service (approximately three years). A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) g2 ¿ foreign ¿ canada. If product to be returned, use following statement: investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during the surgery the spring mechanism within a slap hammer failed and the spring seemed fractured. No debris fell in the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.